Event description:
An alarm issue was reported with the adc device. A customer reported via webform that while using the freestyle libre 2 app, the sensor¿s low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness and was treated with honey by a family member and glucose via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm did not go off. A visual inspection was performed on the returned sensor, no observations made. Low glucose test was performed using a known good libre 2 reader paired with returned sensor and placed sensor in sim vivo test fixture and low glucose alarm was observed. Repeated the test for high glucose test and high glucose alarm was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported via webform that while using the freestyle libre 2 app, the sensor¿s low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness and was treated with honey by a family member and glucose via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. A customer reported via webform that while using the freestyle libre 2 app, the sensor¿s low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness and was treated with honey by a family member and glucose via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.